Event description:
During a routine shift check by a clinician, the device failed to power on with ac or battery power. Complainant indicated that there was no patient involvement in the reported malfunction.